Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Potential causes of the reported issue are programing parameters, migration, interference from a non-curonix device, patient is a poor candidate due to health, weight, age, mental capacity, severe force applied to the implant, and off-label use. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issue rates will continue to be tracked and trended.

Event description:
The patient reported post-operative pain. Although the patient was prescribed pain medication, the patient opted to go to the emergency room where x-rays were performed. Results of the imaging are unknown. The patient requested to be discharged from the practice on (B)(6) 2024, they did not attend their post-op incision check, and requested to not speak to anyone. Several attempts have been made to contact the patient without success. No further information is available at this time.